Manufacturer narrative:
(B)(4). Exemption number, e2014005.

Event description:
The event was reported by a customer from USA: "sapphire device not accounting for bolus in vtbi. (B)(6) expressed concern that his drug administrations were emptying the 250ml bag even though his standard vtbi setting was 220ml. Delay in therapy: unknown. Need for medical intervention:unknown. Patient involvement: yes. "